Manufacturer narrative:
H3: one device was returned for evaluation. The service history review identified no previous services. The customer issue of double-deep alarm was confirmed, and the root cause of the issue was a damaged downstream occlusion (dso) sensor. The do sensor was replaced to fix the issue. All the performance verification tests were performed, the device tests exceeded specifications, and the software was updated.

Event description:
The customer returned the product for emitting a double beep, during device evaluation, a damaged downstream occlusion (dso) sensor was found. There was no reported patient involvement.